Event description:
A malfunction alarm was reported, indicating a code identified as malf 12 linked to a pump issue that could not be reset due to a battery charging problem. The customer's blood glucose level exceeded 500 mg/dl, displaying as "high," and a correction injection via multiple daily injections was administered to address it. There was no assistance needed from a third party, and technical support provided information to attempt resetting the pump, although it could not be accomplished due to the existing battery issue.